Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was received: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure were any concomitant procedures performed? The patient information was not provided for individual information. What symptoms did the patient experience following the index surgical procedure? The operation date was (B)(6). The groin was not swelled, the inguinal canal to the scrotum was not swelled at (B)(6), morning. The surgeon has confirmed that there are no symptoms at all. ·then it became hurt when walking, after the patient was released from the rest. At that afternoon, groin was swelled, the inguinal canal to the scrotum was swelled, and it hurt. Analgesic and partial cooling was performed. Then on (B)(6), the condition did not change, CT was performed. There was a post-op hematoma. The epigastric pain occurred. So, the emergency operation was on the noon. The hematoma did not seem to be like spread. Onset date? (B)(6). Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Tapp, trans-abdominal pre-peritoneal repair. How was the mesh secured? The strap was deployed 2 firings on the cooper¿s ligament, then 4 straps were deployed from outside to inside of hernia portal, checking the inferior abdominal wall arteriovenous vein to ensure that the rectus abdominis muscle, which is outside the hernia portal, covers the site of the m-shaped hernia firmly. Type and size of mesh used? 3dmax l size. Size of hernia defect? M3. When was the bleeding first noted? Then on (B)(6), the condition did not change, CT was performed. There was a post-op hematoma. What was the source and triggering event of bleeding? This information was not provided. What was the volume of blood loss? This information was not provided. How was the bleeding treated? The information about the operation on (B)(6). First, it was opened from the scrotum instead of front side to remove the hematoma on the scrotum side. The hematoma was removed, and swelled spermatic cord was taped, and additional wound was made. Then the m-shaped hernia port was checked and the hematoma between the peritoneum wound closed part was removed. When the hernia port was checked, the peritoneum wound closure condition was kept as the initial operation, and one part of the mesh was peeled off. For the recovery, the first 3dmax was kept as is, and xl mesh plug was inserted into the m-shaped hernia port. The onlay mesh placement was performed and the penrose drain was inserted from the wound on the scrotum side, and it was closed to complete. Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? There is a possibility that the strap around the m-shaped hernia port might have touched to the transverse branch to the rectus abdominis, so the bleeding occurred. What is the patient's current status? The patient was discharged from the hospital on (B)(6). Product lot number? Unknown.

Event description:
It was reported that a patient underwent left inguinal hernia repair on (B)(6) 2023 and absorbable straps were used via tapp method with 3dmax l size mesh. The strap was deployed 2 firings on the cooper¿s ligament, then 4 straps were deployed from outside to inside of hernia portal, checking the inferior abdominal wall arteriovenous vein to ensure that the rectus abdominis muscle, which is outside the hernia portal, covers the site of the m-shaped hernia firmly. When checked again, before the peritoneum closure, the oozing seems to be occurred from the stapled site of the rectus abdominis, but it does not bleed, so treatment was performed to hemostasis. Also, there was no change in this part after the peritoneum closure. The bleeding seems to not be increased. There is a possibility that the bleeding occurred from one of the 4 straps. There was no oozing from the other place. Following the procedure, the groin was not swelled, the inguinal canal to the scrotum was not swelled. On (B)(6), the surgeon has confirmed that there are no symptoms at all. Then it became hurt when walking, after the patient was released from the rest. At that afternoon, the groin was swelled, the inguinal canal to the scrotum was swelled, and it hurt. Analgesic and partial cooling was performed. Then on (B)(6), the condition did not change, CT was performed. There was a post-op hematoma. The epigastric pain occurred. So, the emergency operation was on the noon. The hematoma did not seem to spread. First, it was opened from the scrotum instead of front side to remove the hematoma on the scrotum side. The hematoma was removed, and swelled spermatic cord was taped, and additional wound was made. Then the m-shaped hernia port was checked and the hematoma between the peritoneum wound closed part was removed. When the hernia port was checked, the peritoneum wound closure condition was kept as the initial operation, and one part of the mesh was peeled off. For the recovery, the first 3dmax was kept as is, and xl mesh plug was inserted into the m-shaped hernia port. The onlay mesh placement was performed and the penrose drain was inserted from the wound on the scrotum side, and it was closed to complete. After that, the drainage was removed on (B)(6), and discharged from the hospital on (B)(6). CT was performed on (B)(6), the hernia was not confirmed, but the inguinal canal still slightly swelled, but the surgeon believe that this is not a bad condition. There is a possibility that the strap around the m-shaped hernia port might have touched to the transverse branch to the rectus abdominis, so the bleeding occurred. The hematoma due to the bleeding did not leak into the abdomen, and it spread from the internal inguinal ring via inguinal canal and internal spermatic fascia to the scrotum. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? How was the mesh secured? Type and size of mesh used? Size of hernia defect? When was the bleeding first noted? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.